Event description:
It was reported that the patient had an infection. Symptoms of body aching ang fever were noted. The patient was placed on antibiotics. All device components were explanted and were discarded. Additional information was received that there were three separate cultures ran from midline incision and the pocket.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient had an infection. Symptoms of body aching ang fever were noted. The patient was placed on antibiotics. All device components were explanted and were discarded.